Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device is completed. The event was confirmed; the thumbwheel was difficult to rotate. The root cause of the event could not be determined.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the blue back end wheel was difficult to turn during the procedure. Nothing happened to the patient and the physician was able to complete the procedure. No clinical sequelae were reported and the patient is fine.